Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy. According to the complainant, the clip attached to target tissue but would not release from the delivery system. The clip was removed from the patient, and it appeared that the sheath was stretched and attached to the clip. The procedure was completed using another resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy.according to the complainant, the clip attached to target tissue but would not release from the delivery system. The clip was removed from the patient, and it appeared that the sheath was stretched and attached to the clip. The procedure was completed using another resolution hemostasis clipping device.there were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was deployed and was returned inside the over sheath. There was a kink in the control wire and the sheath grip was detached. It was also noticed that the over sheath was stretched near the distal end. The complaint that the clip failed to release was not confirmed; however, it was confirmed that the over sheath was stretched. Based on the event description and the condition of the returned device, the event may have occurred due to anatomical/procedural factors which limited the device performance, as evidenced by the kink in the control wire and the detached sheath grip. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.